Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified multiple errors 31009 and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed but not replicated. The usm was tested on an in-house system in normal mode without any errors. Usm was tested on the patient side cart (psc) fixture test platform (pftp) where all related test passed. After further investigation, contamination was not found on the usm. Besides, the system logs confirmed error 31009, 25930, and 23003 pointing to the carriage, instrument sterile adaptor (isa) board and rfid printed circuit assembly (pca).

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the camera arm would not return back to starting position. When the customer removed the camera from arm#2, the universal surgical manipulator (usm2) carriage got hung up returning to its upper position. The customer had to manually push on the carriage to get it back in the upper most position. The customer ensured the drape was not bunching and no obstructions were present. Prior to calling technical support, the customer had tried adjusting the drape with no change. The system message was appeared saying there was an obstruction. The system logs noted instrument engagement errors. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended trying to re-drape the arm if possible and inspect for anything that may be stuck in the carriage. The procedure was completed with no reported injury.